Event description:
Information received from the field does not address the patient's clinical status but notes that interrogation revealed a large volume of noise on the iegm with no surface waveform.